Event description:
Abbott freestyle libre cgm fingerstick blood glucose began reading 60-70 points higher than what is detected on the sensor. Sensor readings way too low or fingerstick glucose is way too high. Tried replacing sensors twice and same result. Abbott's customer care is useless and refuses to replace the meter under its one year warranty (I've had it less than a month). Cannot rely on this meter to know when / what to eat or to know when I am in danger of high / low glucose readings. Completely unreliable.